Manufacturer narrative:
Corrected data: a1: (B)(6). G1: mr. (B)(6). Manufacturer narrative: h10: it was reported, all three devices were explanted and were intact at the time of removal. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. All implants were not intact as-received. The endplates were separated, and the sheath and core were present, along with the bulk of the fiber attached to both the endplates. No microbiology or pathology results were provided, however it was noted that fluid formation was found anterior to the spine. In summary, the cause of this event was unclear. The device had not experienced mechanical failure. All three devices were removed due to the radiographic diagnosis of osteolysis; however, no radiographs were provided for review. Therefore, it was not possible to determine the sequelae of events that led to the failure of this procedure. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances which might have contributed to the reported event. Additional information has been requested. This was a three-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of three (3) reports submitted on this event.

Event description:
It was reported that three m6-c artificial cervical discs at levels c4-7 were removed. The patient reportedly had osteolysis on the lower level and a fluid formation anterior to the spine.